Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section component was interrupted and weakened, the anti-fog function film was corroded and deteriorated, the anti-fog function malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is dark and the light guide bundle of the insertion section component was interrupted and weakened are caused by a component failure of the light guide bundle. The anti-fog function film was corroded and deteriorated and the anti-fog function to malfunction are caused by a component failure of the defogging device and defogging function, respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had dark image. The issue occurred during maintenance. There were no reports of patient involvement.